Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of less than 40 mg/dl at the time of the incident. The customer stated that their pump did not suspend and the sensor did not show that they were low. The customer was at 160 mg/dl at the time of the call. The customer was given intravenous fluids and food to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer stated the pump drive support cap was flush. Troubleshooting was not completed as the customer declined. The customer has a high stress job and believes this also played a part in the low. The customer also had another low of 40 mg/dl on (B)(6) 2018. The insulin pump will not be returned for analysis.